Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a coronary stenting treatment procedure, difficulty in crossing the lesion occurred. Vascular access was obtained via the radial artery. The 95% stenosed target lesion was a de novo lesion located in the mildly tortuous and mildly calcified right coronary artery. After a non-bsc guidewire crossed the lesion, pre-dilation was done and a 3.50x20mm promus element stent was advanced however, could not cross the lesion. The device was exchanged with another of the same device and the procedure was completed. No patient complications were reported nd the patient status was stable. However, returned device analysis revealed a damaged stent.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at 87.2cm distal to the strain relief. An examination of the crimped stent, identified that the crimped stent and shaft extrusion was kinked at 2cm proximal to the tip. No other damage was visible with the stent. No issues existed with the profile of the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).